Manufacturer narrative:
H3, h6: the cori tubing set pn rob10031, use in treatment, was not returned for evaluation. A visual and functional evaluation could not be performed and a relationship between the reported event and the device could not be determined. While all products meet required manufacturing specifications prior to release a serial number, lot number, or part revision is required to link the device to a DHR or nc investigation. A complaint history review for similar reported/confirmed complaints has identified prior event. Although the reported problem was not confirm, factors that may have contributed to the reported symptom may have been associated with mishandling. Refer to the cori user manual to the preparing the irrigation tubing section that provides guidelines for setting up the irrigation tube. Insert the irrigation tubing in the pump on the front of the console, in the specified direction of flow, as depicted by the arrow (>) on the console. Squeeze the bag to allow fluid to fill the tubing past the pump, and then close the pump head over the tubing. Close the locking lever to secure the tubing in the pump. This failure is an identified failure mode within the risk assessment. Per complaint details, no patient injury or impact was reported and there was no intervention necessary due to the reported event. Smith & nephew has not received adequate materials to fully evaluate the complaint, but if additional relevant materials are later received the complaint can be reopened. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during a cori assisted tka surgery, the irrigation didn't work during femoral milling. The pump was pumping and the irrigation tubing was able to prime outside of the pump, but once it was placed the tubing back within the pump no water came out. No one was standing on the tubing, no defects present. The procedure was completed, without delay, using a bulb irrigation. It is unknown if it was a tubing (B)(4) or a console (B)(4) issue. No patient injuries and no other complications were reported.